Manufacturer narrative:
E1 - (B)(6). The device was evaluated and the cable failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined that the leak test was failed due to a faulty cable, however, it was unable to determine what caused the cable to fail. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head failed leak test. There was no patient involvement.